Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: "summary of evaluation: repair details : clean-lube-adjustment". Probable root cause: cables. Hdmi cables. Connectors. Digital board. Power supply. Filter / fuse. Ac inlet board. Main board. Transition board. Intermittence between transition board and ch connector. Software. Camera head (sensor, sensor cable). Coupler. Problem toggling light source. Connected monitors. Leaking. Poor grounding . No/incorrect communication with light source. Soaking cap disconnection during sterilization. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Cybersecurity attack. Pendulum ch inertial measurement unit (imu). Use error. The reported failure mode will be monitored for future reoccurrence.